Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 1912539.

Event description:
As reported to coloplast, though not verified, in (B)(6) 2011 the patient experienced pain, vaginal bleeding, minimal vaginal discharge with foul odor, pain in the left lower quadrant of the abdomen, mesh exposure at midline, left adnexa mild tenderness to palpitation, unspecified vaginitis/vulvovaginitis, and nocturnal urgency. In (B)(6) 2012, the patient experienced urinary leaking and leakage when lifting at work, spotting, stress urinary incontinence (sui), urgency, frequency, and a loop of mesh protruding from the non-healing incision in the vicinity of the mid urethra. The patient was treated with excision of mesh in office with unspecified anesthesia. In (B)(6) 2016 the patient was experiencing pelvic pain, vaginal mesh exposure, nocturia, urgency, hematuria, recurrent urinary tract infection (uti), incomplete bladder emptying, and mixed urinary incontinence. The patient was treated with mesh removal in office with unspecified anesthesia.